Event description:
It was originally reported that the patient experienced a dull ache at the neurostimulator site. The ache went away when the device was turned off. The patient was at the clinic. The company representative confirmed that the patient experienced a fluid short. The patient underwent a lead revision. The physician disconnected the lead from the neurostimulator. The lead was cleaned off and any fluid present was removed from the header. Impedance measurements were checked and were normal; therefore a new neurostimulator was not needed. Further information is being requested from the hcp.